Event description:
It was reported that the communicator showed a flashing yellow call doctor icon (ycd), and the communicator power cord was hot and melting. The communicator occasionally flashed a yellow call doctor icon (ycd), then went off and came on at times. The power cord light also starts flashing and then goes off. The patient noticed that there was a broken wire on the power cord, and it was hot and melting. There was smoke coming from the broken wire area. The patient safely unplugged the power brick. There were storms or power outages reported. A boston scientific company representative opted to replace the communicator. The communicator is no longer in service. No adverse patient effects were reported.